Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the device failed the insulation test.

Manufacturer narrative:
The reported fracture in the insulation was confirmed via visual inspection on the device returned. A crack on the insulation was seen near the distal tip. Also the shaft is bent. The probable root causes for the fracture in the insulation are: misuse, improper sterilization methods and/or normal wear and tear. In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the device failed the insulation test.